Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. One titanium hexed uniscrew, uniht was returned for investigation. Visual inspection via naked eye and camera magnification confirmed that one screw was fractured at threads. Device history record (DHR) review was completed for the subject lot number 1245780. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A complaint history review for the subject lot number 1245780 was completed. The review revealed no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device for similar events (complaint category keywords: fracture screw/damaged drive feature). Based on the available information, device malfunction did occur and the reported event was confirmed following inspection and evaluation.

Event description:
It was reported that one fractured screw that could be removed in the end.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).